Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Unknown when non-union actually occurred. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the original part mfg date: 08-january-2014, part exp. Date: n/a, part #02.112.010, lot #7566941, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp sup ant clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was required due to a nonunion of the patient's right clavicle. The original surgery took place on (B)(6) 2015 due to an unspecified event that created the nonunion of the patients' right clavicle. Upon the completion of the initial surgery it was determined by unspecified measures that the initial console did not hold the bone intact. A revision surgery was performed to remove and replace the original console to correct the nonunion. The revision surgery was completed successfully without any delays in surgery or ill-affects suffered by the patient. X-rays will not be made available. This complaint involves eight parts. This report is 8 of 8 for (B)(4).